Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Post-op, the patient has developed chronic back pain, her legs are numb, the nerves in her back are hurting, and she has scars from the surgery. Reportedly an MRI showed narrowing, suggesting another surgery. No additional information has been provided.

Manufacturer narrative:
Date of implant: (B)(6) 2009. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.